Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system required multiple restarts after being left powered on overnight, and error codes 40052 and 170 were observed when attempting to restart. Technical support then powered down the entire system and performed an emergency power off. After powering the system back on, functionality returned to normal. The errors later returned, the customer hard power cycled and reseated the fiber cables three times but the issue remained. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the common compute controller on the robot had a low fiber signal. The fse replaced the robot card cage to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the card cage is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.